Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and passed. A voltage test was performed and it failed due to no voltage. A review of the share logs was performed and loss of connection was found within the investigation window. The allegation was confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. Data was provided for evaluation. The reported issue was confirmed via data. The root cause could not be determined post investigation. No injury or medical intervention was reported.